Event description:
It was reported that the 9800 sys intermittently shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The gib and ffb boards were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.